Manufacturer narrative:
Device was used for treatment, not diagnosis. The complained device was received and the complaint is confirmed. A visual inspection under 10x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The drive recess on the returned screw has been damaged /distorted and will no longer be retained by a self-retaining screwdriver blade. The complaint condition was able to be replicated at customer quality (cq). Visual inspection under 10x magnification reveals that the screw head recess (cross) has been "opened". Wear / force marks exist on the drive edges/corners which is evidence that excessive force was applied to the screw head recess causing deformation. Tabulated screw product drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in relevant technique guides, and it is recommended that the surgeons pre-drill a hole when inserting into dense bone. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Due to intra-operative issues the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Additional manufacture date is february 26, 2016. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 04.503.226.01s, supplier lot number (sterilization): 9890516. Release to warehouse date: april 1, 2016. Expiration date: march 1, 2026. Mfg. Site: (B)(4). No deviations or non-conformance reports were noted. Part number: 04.503.226.01s, synthes lot number: h033285: release to warehouse date: february 26, 2026. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that during a surgery for a jaw deformity on (B)(6) 2016, the screwdriver could not grip the titanium matrix midface screw self-drilling 6mm when the surgeon tried to fix the plate after an osteotomy of the patient's maxillary bone. The surgeon commented that a part of the screw head of the screw looked nicked. The recess of the screw head appeared a little bit spread. There was no reported patient harm or surgical delay. Concomitant devices reported: screwdriver (part # unknown, lot # unknown, quantity #1). This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.